Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: the black box for event date is not available. The current black box shows evidence of unexplained por events beginning (B)(6) 2017 at 00:21. No damage found to the battery compartment or returned battery cap. No evidence of moisture/corrosion observed in the battery compartment. Returned battery cap measurements are within required specifications. Returned battery cap attached to the pump; pump boots to the verify screen with audible and vibratory feature. The pump was exercised for 24 hrs; no por¿s were duplicated. Available tdd¿s add up correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) above 600 mg/dl, with nausea, abdominal pain, tiredness, and thirst. During troubleshooting, customer support found that at the time of the power interruption, the yellow o-ring was visible at the battery cap. There was no damage or corrosion to the battery cap, and the correct battery type was used. When the patient properly placed a new battery per IFU, the issue was resolved. The patient continues using the pump. This complaint is being reported because the patient experienced hyperglycemia subsequent to the use error of not properly tightening the battery cap.